Manufacturer narrative:
In conclusion, the retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review did not reveal any failures of acceptance criteria. Alere scarborough was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for this phenomenon related to lot number 089852 showed that the complaint rate is (B)(4). Evidence available does not indicate that this device lot is performing outside of label claims.

Event description:
Customer reported a false positive test p24 antigen test result with a serum sample using the alere determine (B)(6) ag/ab combo. Patient was pregnant in l&d at the time of testing. Both mother and infant received azt as a result of the alere test. There were no adverse patient outcomes reported.